Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and stiff man¿s syndrome. A pump reservoir volume discrepancy was observed during pump refill in (B)(6) 2015. At this time, the healthcare provider (hcp) told the patient that there was nothing to be alarmed about until it showed up again. During pump refill on (B)(6) 2016, the pump was ¿mostly full with what was left in the pump.¿ the hcp called the surgeon who saw the patient on (B)(6) 2016. On (B)(6) 2016, the patient went to radiology and a company representative arrived and stated that the pump and catheter were not working and the catheter was blocked. The patient also stated that the pump was not working. It was determined at this time that the pump and catheter needed to be replaced. The patient was supposed to have a surgical replacement of the pump and catheter on (B)(6) 2016; however, the surgery had not occurred as the patient was waiting for prior authorization. On (B)(6) 2016, the patient was told ¿it could take a few days, can take up to a week.¿ the patient¿s symptoms had returned including the symptoms of stiff man¿s syndrome and severe spasms. The patient¿s managing hcp was very irritated about the delay of the prior authorization stating that the patient was severe and his preexisting condition had broken his bones in the past because of his spasms. The patient expressed concern about breaking bones from the spasticity. The patient wanted to know when the approval paperwork was going to be completed so that he could ¿stop suffering¿ and get the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.